Event description:
Clinical trial: it was reported that during a clinical trial carotid stenting procedure, the nexstent moved. The index procedure treated a de novo lesion in the proximal left internal carotid artery, the lesion was 5 mm wide, 20 mm long, and 90% stenosed. The physician placed a filterwire ez and then dilated the lesion prior to stent placement. A 4.0 x 9.0 nexstent was placed; however, upon deployment of the stent, the subject moved. Consequently the stent moved distally a little. A second stent was placed successfully to fully cover the lesion. Post-dilatation was performed and residual stenosis was 0%. Total stented length of treated vessel was 40 mm. There were no adverse events reported by the site.

Manufacturer narrative:
The complaint device was not returned therefore prod analysis was not possible. A device history review did not reveal any anomalies that would have caused the device to malfunction. Without an analysis of the complaint device it was not possible to determine if any device anomalies existed that may have contributed to the reported difficulties. It is notable that it was reported that the stent may have moved due to movement of the delivery sys during deployment of the stent. From the description of the event, it is likely that the outer catheter was held stationary. There are three possible situations where this can happen. The rhv on the guide sheath may have been tightened too much which prevents the outer catheter from moving, the physician may have been holding the outer catheter between their fingers preventing the outer catheter from moving or the physician was holding the device at the distal portion of the handle, near the rhv, stationary while turning the knob to deploy the stent and allowing the actual handle to move distally. All these situations will cause the outer catheter to remain stationary while the stent is pushed out by the inner catheter. When the stent is deployed properly, the stent and inner catheter remain stationary while the outer catheter is retracted proximally to deploy the stent. The exact cause of the reported event was not determined. The root cause will be documented as operational context due to the likelihood that the pt anatomy or other procedural factors contributed to the reported event and due to the absence of info implicating a root cause related to the device. This failure mode is being investigated through a previously issued corrective and preventative action.